Event description:
It was reported that during a meniscus repair surgery, the suture of the ultra fast-fix broke when the knot was being tied. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t2 was not returned. There are no loose threads at the knot where the t2 has been terminated. The variable depth straw has been trimmed and returned off the needle assembly. Bio debris is present. A functional evaluation could not be performed because the t2 and part of the suture is missing. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include include excessive force or torsion during use or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.